Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have a broken main tube approximately at the distal tip. Several fragments were not returned with the instrument. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Isi received the cannula that was involved with this complaint. Fa found no physical damage. No product issue was identified.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was stuck in the cannula. The first assistant (fa) tried to remove instrument as the surgeon was still using it. The instrument was removed while arm bent/stuck and would not allow the tip to straighten to remove from the cannula. The fa had to remove the trocar with instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no pieces from the distal end of the instrument that detached/broke off. There was no report of a frayed cable. Since it was the end of the case, no additional ports were needed; the port was just taken out with the instrument attached. The jaw was bent and not straight and could not be removed correctly from the trocar. This was not initially seen since the fa was trying to remove the instrument, but the surgeon had taken back control at the same time creating an error between the fa and surgeon. This instrument was misplaced since it had a trocar attached to it. They did not initially know how to process it and it happened more than 1-2 years ago.